Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from croatia of break in aseptic technique and peritonitis coincident with dianeal pd1 1.36% and extraneal therapies. On (B)(6) 2012, dianeal and extraneal therapies were withdrawn. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced fungal peritonitis manifested as abdominal pain, nausea and vomiting. It was not reported if the patient was hospitalized due to the event. The cause of the peritonitis was break in aseptic technique. On (B)(6) 2012, the patient was treated with edicin ip (2.5g/once) and mirocef ip (1.5g/once), ending therapy on (B)(6) 2012. On (B)(6) 2012, the patient's ambulatory peritoneal catheter was removed. On (B)(6) 2012, the patient began treatment with klavocin intravenously (IV) (1.2g/twice daily), garamycin IV (120mg/frequency not reported) and diflucan orally (twice daily, dose not reported). The home patient is reportedly recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.